Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the acetabular shell's locking ring which mates with the poly liner was stuck inside of its groove. A new cup was opened and implanted.